Event description:
It was reported that the patient's implantable cardioverter defibrillator performed inappropriate shock due to incorrect interpretation of signal. No interventions were performed. The patient's condition was unknown.